Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, the implantable cardioverter defibrillator was discovered to be in backup vvi due to event queue overflow. Programming changes were made to resolve the issue. The patient condition was stable.